Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup mode when attempting to perform a cyber security upgrade. Technical support was contacted and was able to successfully download the device firmware to restore the device. The cyber security upgrade was not reattempted. The patient was stable with no consequences.